Event description:
Lead dislodgement was suspected and was confirmed after performing diagnostic imaging. The dislodgment lead to an r wave amplitude variation and an inadequate capture. A new lead was implanted. Patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not reveal any anomalies with the exception of damage consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported events of inadequate capture and low sensing were not confirmed. Based on the information received and the device analysis, the cause of the reported events could not be conclusively determined.